Event description:
It was reported the (+) and (-) buttons on the pt's programmer are malfunctioning, and the programmer will not allow the pt to adjust the amplitude. A replacement programmer was sent to the pt. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.